Event description:
It was reported that during follow up, decreased sensing and no capture were observed. Lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.